Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated that on her mother's wheelchair the seat is ripping.